Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The driver was returned to the manufacturer for evaluation. It was reported that the tip of the driver was slightly worn with rounded edges. However, the unit was noted to be usable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp driver could not be used and was damaged. There was no patient present when this issue was identified.